Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 20621702. The returned lead sc-2218-70 was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead kinked after it exited the clik anchor resulting in the reported complaint. A product labeling review identified that the device was used per the directions for use (dfu)/ product label. The returned clik anchor sc-4316 was analyzed, passed all tests performed and exhibited normal device characteristics. With all the available information, boston scientific concludes the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause is cause traced to component failure.

Event description:
It was reported that the patient's lead showed high impedances. Reprogramming was performed but unsuccessful. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lead showed high impedances. Reprogramming was performed but unsuccessful. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post-operatively.